Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed when it reached an eri (elective replacement indicator) battery status 33.1 months after implant. The physician was dissatisfied with the longevity of the device.